Manufacturer narrative:
Based on the overall information currently provided in this report, there is a reasonable possibility that a potential malfunction (reported as ""the patient proceeded to vomit which caused jada to be expelled at this time", "the provider felt that 80 wasn't enough so it was turned up to 90 mmhg and then 100 mmhg" and "did a better job of keeping the device in place") has occurred with the jada system whereby if the suspected malfunction were to recur at a time when the patient was not under close observation, this malfunction could possibly cause or contribute to a death or serious injury. Of note, the reported device expulsion is confounded by the patient's vomiting (known to be associated with increase intra-abdominal pressure). Based on the overall information currently available for this report, a possible contributing or causal role of the jada system and the need for escalating treatments (bakri balloon and hemabate) to preclude permanent body damage/impairment cannot be excluded. Per the jada system IFU "note: confirm that the cervical seal is positioned at the external cervical os after the system is in place (cervical seal is filled and the vacuum is connected). Reposition jada if required to facilitate a seal." ,"precaution: ensure jada is secured with tape to avoid unintentional dislodgement", "precaution: the maximum vacuum pressure is 90 mm hg. Do not increase the vacuum pressure higher than 90 mm hg. (90 mm hg = 1.7 psi = 12.0 kpa = 3.5 in hg = 120.0 mbar) or tissue trauma may occur.", "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding." And "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." Out of an abundance of caution, the company will report this case as a serious injury and a malfunction MDR.

Event description:
Alydia health employee reported via email: "the patient delivered in the early morning of the 16th. The patient was a primigravida. Her attending was a physician who had not yet been in-serviced, so he called in the laborist who had been trained. It is my understanding that the placenta came out in "chunks". A curette was used to remove retained product. The patient's uterus was boggy so she was given methergine and rectal cytotec. Jada was then placed. There was question whether or not the wall suction was working appropriately but they continued. They used 120 cc to fill the cervical seal. It is unclear if the nurse tested the vacuum suction before applying it to the device. They said that 80mmhg was used initially. The provider felt that 80 "wasn't enough" so it was turned up to 90 mmhg and then 100 mmhg. The provider felt that 100 mmhg "did a better job of keeping the device in place". The patient proceeded to vomit which caused jada to be expelled at this time. The provider, subsequently, decided to give hemabate and place a bakri. The patient lost at least 1,400 cc of blood. I'm unsure if this is a total qbl, or 1,400 was lost when jada was utilized, information we will still need to clarify. I'm unsure of the patient's current status and if blood products were required. I do know that the facility educator checked wall suction in some of the other rooms and found several of them to be inconsistent in their function." We requested follow up with the site, including device retention and lot number on 02/17/2022, 02/23/2022, and 03/17/2022. We were able to learn that the device was discarded and the names of the health care providers involved, but no other information was provided to date. A jada device was inserted as the first intervention to treat abnormal uterine bleeding following a manual placenta removal. The health care provider noted the patient vomiting and the jada device expelled itself following jada placement. Bleeding treatment continued to uterotonics and bakri placement.